Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check (puc). There was no patient involvement. Identification of issue has been done by analyzing problem description. Based on technician statement, the device failed internal leakage and pressure transducer tests during puc. It was found that the pressure transducer printed circuit boards were detected as faulty and the parts have been replaced. Defective pressure transducer printed circuit board may lead to high pressure. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).